Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed high and unstable threshold, high / undefined pacing impedance, noise and high sensing integrity counter (sic). A lead fracture is suspected. Reprogramming had previously been completed and the lead remains implanted, but out of service. No patient complications have been reported as a result of this event.